Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed as the visual evaluation revealed the distal end is sharp-edged due to the fact that the keel is protruding out of the distal ends. Complainant's event typically caused by during usage time the changing temperatures build up stress on the entire endoscopes. The heating and cooling during reprocessing leads to extension and contraction of the different materials. This stress can be the reason for the keel to protrude out of the distal end. Further, the shaft is slightly bend and and therefore the rod lens is broken and the fiber optics is damaged. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
It was reported that the device is sharp-edged at the distal end. There was no harm or adverse event for patient, operator or third party reported by the customer. No further information received.